Event description:
It was reported that clots were observed on the venous side of the oxygenator during ECMO support in a newborn. This occurred after 18 hours of use, with increasing pressures and a gradient > 300 mmhg compared with the arterial side. Flow decreased and the circuit was changed. After 7 hours of use, the second oxygenator experienced decreased flow which did not respond to volume boluses. Clotting was observed in the venous side, again with > 300 mmhg gradient. The patient desaturated, and the ECMO stopped. Emergent circuit change was performed, with no ECMO support for 23 minutes. No fibrin or clotting were observed in other parts of either circuit, namely in the cannulas. There were no important changes in anticoagulation and acts ranged from 162 to 294 seconds. The patient presented with poorly perfused left hand and foot. A head CT scan performed 3 days later documented ischaemic lesions on the left side of brain. This report is for the device one of two. See MFR report # 8010762-2014-01300 for the first device.

Manufacturer narrative:
The device has not been received for investigation. A request to obtain the device as well as further information has been requested. A supplemental medwatch will be submitted if additional information becomes available.